Event description:
A malfunction alarm labeled malf 12 was reported, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.